Event description:
Attempt by md to place bravo probe in esophagus at 32 cms. Probe system inserted to 32 cms. Suction applied for 1 minute. System deployed per manufacturer's guidelines. There was difficulty withdrawing the system and the probe remained attached. Bleeding was noted in the esophagus and the area was clipped.